Event description:
On (B)(6) 2025 an ilet user experienced low blood glucose (bg) of 44 mg/dl, which was unresponsive to treatment with orange juice, ice cream, and cookies. After 15 minutes, bg remained low, and the user reported feeling weak and disoriented. The user's sister called ems, and the user was transported to the ER. The user was treated with glucose IV and insulin in the hospital and was released the same day.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.